Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber flashed and did not work after that. The fiber was exchanged, and the second fiber exhibited the same issue. The procedure was completed with a third fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was returned, and analysis identified that the glass cap was detached and not returned. This complaint is for the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2022-07257. Investigation summary: with the available information bsc concluded that the reported fiber not working and flash were confirmed. Analysis identified that the glass cap was detached/separated. It is probable that excessive cap wear occurred during procedure contributing to glass cap detachment. Cap wear acceleration can occur due to heat accumulation caused by inadvertent anatomical/procedure factors, such as prolonged tissue contact or technique which would limit the performance of the fiber and contribute to reduced vaporization efficiency and potentially lead to glass cap detachment. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the device instructions for use (IFU), if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no additional signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Investigation conclusion: based on analysis results detachment of the glass cap was likely due to excessive cap wear during procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedure factors such as prolong tissue contact or technique. Therefore, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.